Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment damage was noticed on the venous drip chamber during use allowing air into the line. The treatment was stopped, blood was not returned, and the patient was transferred to another machine where his treatment was completed without any difficulties. Estimated blood loss was approximately 250 ml. There were no patient ill effects. Sample was discarded by the user facility; sample is not available.